Event description:
The initial reporter stated that all controls were outside of range for all assays on the cobas 6000 e 601 module. The customer also stated that they received an erroneous result for one patient sample tested with the elecsys troponin I stat immunoassay on the e 601 analyzer. The sample initially resulted with a troponin I value of 0.58 ng/ml and this value was reported outside of the laboratory. The patient was admitted to the hospital and received treatment with heparin based on the initial value. The sample was later repeated on a second e 601 analyzer, resulting with a value of < 0.30 ng/ml. The repeat result was believed to be correct. The initial reporter was not aware of whether or not the patient received additional treatment or if the patient had been negatively impacted. No information was provided which suggests the device caused or contributed to an adverse event. The troponin I reagent lot number was 33759201, with an expiration date of 31-jul-2019. The field service engineer determined that the pinch tubing was leaking causing the pinch valve not to close properly. The pinch valve was cleaned. Calibration and controls were run. For the last calibration performed on 22-feb-2019, there were no calibration alarms and calibration signals are lower than expected. Quality controls were within range prior to the event, but outside of range after the event occurred. Sample centrifugation conditions were not done according to tube manufacturer recommendations. The investigation determined that the service actions resolved the issue.